Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin leaked into reservoir compartment. Customer reported that the reservoir barrel was cracked. Customer's blood glucose was 600 mg/dl. Customer reported that leak was only confined to reservoir compartment. Customer was advised to dry reservoir compartment and to change reservoir and infusion set. Insulin pump passed self-test. Customer was advised to monitor insulin pump.